Event description:
Pt experienced allergic reaction (swollen ears, mouth and eyes) after use of ECG electrode.

Manufacturer narrative:
No product have been returned for investigation. The quality records for the lot no. 485123 shows evidence that the product were within the product specifications. The complaint file have been reviewed and it is concluded that no similar complaint has been received.